Manufacturer narrative:
Reported event: an event regarding inaccurate reaming involving a mako tha software was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. The folder name provided "barlow_sharp coronado_06-14-2021" did not exist on our system. The second folder provided "2741313" was missing the patient session files and archive files. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob121 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob121 shows 0 similar complaints for tha software - inaccurate reaming. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. Based off the communication with the mps, this issue did not reoccur and an engineer visit was not required. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Reaming was inaccurate- ream went through posterior wall even though reamer shaft checkpoint passed. Surgery was completed manually. Surgical delay: 15 minutes. Case type / application: tha 4.0.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Reaming was inaccurate- ream went through posterior wall even though reamer shaft checkpoint passed. Surgery was completed manually. Surgical delay: = 15 minutes. Case type / application: tha 4.0.